Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation for a burning smell. Inspection of the internal assemblies revealed signs of a thermal event on the rf control board. Based on the information provided to abbott and the investigation performed, the root cause of the thermal event was due to abnormal functionality of the radio frequency control board.

Event description:
This report is to advise of an event observed during analysis, confirming thermal damage in the device.